Event description:
It was reported that the atrial lead exhibited low impedances, leading to a polarity switch. The lead polarity will be reprogrammed from monitor to adaptive, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068 lead implanted: (B)(6) 2000. (B)(4).